Event description:
It was reported that oversensing and intermittent oversensing were noted on the atrial and right ventricular leads respectively. Oversensing on the atrial lead led to in-appropriate automode switch (ams) episodes. Both atrial and ventricular leads were capped and replaced on (B)(6) 2017. The device was replaced due to elective replacement indicator. Patient was asymptomatic. Patient tolerated the procedure well.